Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 46 mg/dl and 59 mg/dl. Customer's other blood 165 mg/dl, 195 mg/dl and 205 mg/dl. Customer was treated with raisins and candy. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.